Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 178.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54.00 mg/dl compared to readings of 178.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11/224/227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Milled slot into sensor casing to perform smu (source measurement unit) testing to ensure the sensor's electronics were functioning correctly and smu test was failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed. Visual inspection performed on the returned product and no issue was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, however results were not within specification. A visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination). The returned battery was measured using a digital multimeter and was measured which is within specification. An smu (source meter unit) test was performed using fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the measured temperature was observed to be within specification indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Smu testing passed; therefore, the observation is not confirmed. Since no evidence of a product malfunction was found during the investigation and the sensor passed all functional testing, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.